Event description:
The accounts maintenance stated the head up function of this bed will start as soon as the bed is plugged in.

Manufacturer narrative:
The accounts maintenance replaced the right siderail patient control switch to repair the bed. He found the buttons were sticking on the circuit board for the up functions.